Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized due to a pd related infection. The caregiver also reported that the infection caused the patient to be unable to swallow or walk. No additional information was provided in the initial reporting. Follow-up with the patient's pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of difficulty swallowing, nausea, an inability to walk, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2038 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 1500 mg daily. However, on (B)(6) 2024 the patient's preliminary culture results returned positive for vancomycin resistant enterococcus faecalis, and the decision was made to remove the patient¿s pd catheter (not a fresenius product). Prior to removal of the pd catheter, the nephrologist learned the patient's caretaker was no longer assisting the patient with their pd treatments (rationale not provided). The patient suffers from cognitive deficits which prevent them from making the appropriate sterile connections, and therefore the patient will be permanently transitioned to hemodialysis (hd). The patient's pd catheter was removed on (B)(6) 2024, and a tunneled hd catheter was surgically placed. The patient transitioned to hd therapy without reported issue, and the antibiotic dosages will be given intravenously (IV). Additionally, the patient¿s vancomycin was discontinued and replaced with IV gentamycin daily (dosage not provided). The patient was discharged on (B)(6) 2024 and began outpatient hd on (B)(6) 2024. The pdrn attributed the cause of the peritonitis to a touch contamination event involving poor hand hygiene. Additionally, the patient¿s inability to swallow was attributed to a lack of appetite due to the infection, and their inability to walk was due to an undiscovered pubic ramus fracture of unknown origin. The fracture did not require medical intervention beyond bed rest. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized difficulty swallowing, nausea, abdominal pain, and cloudy peritoneal effluent fluid) and a pubic ramus fracture (characterized by the patient¿s inability to walk), which required hospitalization, bed rest, antibiotic therapy, and the transition from ccpd to hd. The pdrn attributed the cause of the peritonitis to a touch contamination event involving poor hand hygiene. Enterococcus faecalis is part of normal human intestinal flora and is most commonly associated with touch contamination events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, the patient's inability to swallow was attributed to a lack of appetite due to the infection, and their inability to walk was due to an undiscovered pubic ramus fracture of unknown origin. The fracture did not require medical intervention beyond bed rest. Per the pdrn, the events were unrelated to the use of any fresenius product(s) and/or device(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users' expectations and/or the manufacturers' specifications.

Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized due to a pd related infection. The caregiver also reported that the infection caused the patient to be unable to swallow or walk. No additional information was provided in the initial reporting. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of difficulty swallowing, nausea, an inability to walk, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2038 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 1500 mg daily. However, on (B)(6) 2024 the patient¿s preliminary culture results returned positive for vancomycin resistant enterococcus faecalis, and the decision was made to remove the patient¿s pd catheter (not a fresenius product). Prior to removal of the pd catheter, the nephrologist learned the patient¿s caretaker was no longer assisting the patient with their pd treatments (rationale not provided). The patient suffers from cognitive deficits which prevent them from making the appropriate sterile connections, and therefore the patient will be permanently transitioned to hemodialysis (hd). The patient¿s pd catheter was removed on (B)(6) 2024, and a tunneled hd catheter was surgically placed. The patient transitioned to hd therapy without reported issue, and the antibiotic dosages will be given intravenously (IV). Additionally, the patient¿s vancomycin was discontinued and replaced with IV gentamycin daily (dosage not provided). The patient was discharged on (B)(6) 2024 and began outpatient hd on (B)(6) 2024. The pdrn attributed the cause of the peritonitis to a touch contamination event involving poor hand hygiene. Additionally, the patient¿s inability to swallow was attributed to a lack of appetite due to the infection, and their inability to walk was due to an undiscovered pubic ramus fracture of unknown origin. The fracture did not require medical intervention beyond bed rest. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Correction: g2 (consumer was inadvertently omitted).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius customer service that the patient was hospitalized due to a pd related infection. The caregiver also reported that the infection caused the patient to be unable to swallow or walk. No additional information was provided in the initial reporting. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of difficulty swallowing, nausea, an inability to walk, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2038 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ip ceftazidime 1500 mg daily. However, on (B)(6) 2024, the patient¿s preliminary culture results returned positive for vancomycin resistant enterococcus faecalis, and the decision was made to remove the patient¿s pd catheter (not a fresenius product). Prior to removal of the pd catheter, the nephrologist learned the patient¿s caretaker was no longer assisting the patient with their pd treatments (rationale not provided). The patient suffers from cognitive deficits which prevent them from making the appropriate sterile connections, and therefore the patient will be permanently transitioned to hemodialysis (hd). The patient¿s pd catheter was removed on (B)(6) 2024, and a tunneled hd catheter was surgically placed. The patient transitioned to hd therapy without reported issue, and the antibiotic dosages will be given intravenously (IV). Additionally, the patient¿s vancomycin was discontinued and replaced with IV gentamycin daily (dosage not provided). The patient was discharged on (B)(6) 2024 and began outpatient hd on (B)(6) 2024. The pdrn attributed the cause of the peritonitis to a touch contamination event involving poor hand hygiene. Additionally, the patient¿s inability to swallow was attributed to a lack of appetite due to the infection, and their inability to walk was due to an undiscovered pubic ramus fracture of unknown origin. The fracture did not require medical intervention beyond bed rest. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).